Manufacturer narrative:
The root cause of the optical signal issue is due to a broken fiber line found during benchtop analysis of the pump. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 53-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported an optical sensor alarm after connecting the impella 5.5. A new automated impella controller (aic) was used but still the alarm remained and so the pump was replaced. There was no harm to the patient.